Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced vaginal odor with brown discharge, hematuria, device erosion on right side of the vagina, vaginal pain, and vaginal discharge. A 7-8 mm segment of the device eroded into vagina in the right periurethral position.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. The lot number was reviewed for complaint trend, nonconforming report and CAPA.¿ there were no nonconforming reports nor capas identified as associated with this lot. There were several complaints identified against this lot; however, with various reported harms/failure modes. Therefore, this is not considered a trend. Devices met specification prior to release. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.